Event description:
It was reported that there were no abnormalities during priming before inserting the catheter. The catheter was inserted on march 27th, and on april 2nd, the patient's arm was swollen, so the catheter was removed and a crack was found about 7 cm from the base. Additional information received 4/9/2025: there was no patient injury and the event did not require medication, or unplanned medical or surgical intervention or cause a delay in treatment. A new catheter was not inserted. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One 5 fr triple lumen powerpicc hf was returned for evaluation. An initial visual observation showed use residue on the returned sample. A large longitudinal split was observed in the catheter near the 6 cm depth marker. The catheter tubing was observed to kink easily at the location of the split. A microscopic observation revealed the edges of the split to be straight and the fracture surfaces were observed to flat and granular in texture. The observed evidence of kinking in the catheter tubing suggests that kinking may have contributed to the catheter split; however, additional factors such as compressional and/or torsional forces may have also contributed to the observed damage. This complaint will be recorded for future trending and monitoring purposes.